Manufacturer narrative:
The call ended before the customer's product information could be obtained. It's not possible to determine the manufacture date without the product information.

Event description:
The customer tested her blood glucose using her contour next link meter and received a reading of 330mg/dl. She retested using the contour link meter and received a reading of 160 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer ended the call before further information could be obtained. No product was replaced.